Event description:
This rv lead was implanted on (B)(6) 2001 and remains implanted at this time. A call was placed to technical. Services on 7/31/2017 stating that rv lead was programmed off on 2014 due to unknown issues. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).